Event description:
Tandem pump malfunctioned, would not deliver insulin and could not monitor dexcom transmitter. Had high 493, low 44. Was told that despite malfunctions, FDA prohibited them from repairing or replacing pump unless I called when it was malfunctioning. I had called multiple times before. Got run-around. FDA safety report ID# (B)(4).